Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed thyroid stimulating hormone (tsh), that were generated using architect tsh reagents. The following data was provided. Tsh (miu/l) tested (B)(6) 2015: 0.24. Subsequent tsh results tested from (B)(6) 2015 up to (B)(6) 2016 ranged from 0.85 to 3.42. The patient was being treated for hyperthyroidism with mercazole due to the falsely low tsh result generated on (B)(6) 2015. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.